Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) impedance. Upon review of lead trends, svc impedance variability was also noted. The lead remains in use. No patient complications have been reported as a result of this event.